Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events and a correlation to the evaluation of the returned portion of the driveline could not be determined. A distal end percutaneous lead replacement was performed and approximately 17.5 inches of the external portion/distal end of the driveline was returned. Electrical continuity test of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers were removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient observed a low flow alarm and attempted a system controller exchange. Review of the submitted log file by the manufacturer's technical services representative revealed pump stoppage events while the system controller was connected to the power module patient cable. X-ray images did not show any obvious areas of concern. The system controller was exchanged in clinic. The patient experienced unspecified symptoms. On 05/19/2016, the manufacturer's technical services arrived onsite for a driveline evaluation. A continuity test did not reveal any broken wires. A driveline repair was performed and no alarms occurred after the repair while the system controller was connected to a grounded patient cable. An ungrounded patient cable was requested for the patient as a precaution.